Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp had an effusion requiring a transversus abdominis plane. There was active bleeding from the pericardial tube determined to be from a left ventricle wall rupture. The ventricle was surgically repaired. The patient was escalated to an impella 5.5 and the patient survived.

Manufacturer narrative:
The cause of the bleed was not determined since product was not returned and insufficient clinical details provided. The cause of the pericardial effusion/cardiac perforation/cardiac tamponade/hypotension/myocardial infarction was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.